Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached initial ruby coils into the target vessel using another manufacturer¿s microcatheter. While attempting to advance a new ruby coil through the same microcatheter, the physician experienced resistance and the ruby coil would not advance out of the microcatheter¿s tip. The physician then attempted to retract the ruby coil; however, resistance was encountered and the ruby coil unintentionally detached from its pusher assembly. Therefore, the physician removed the entire microcatheter and then flushed out the detached coil. The procedure was then completed using additional ruby coils and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. However, the microcatheter was flushed after each coil used. There was no report of an adverse effect to the patient.